Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Investigation summary: 2¿ x 3¿ 1953, sample lot lg6831 was received and analyzed. A visual inspection of the package carton, labels and logos was performed against the approved artwork. The visual inspection and physical inspection of the packaging material determined that the packaging received is different than authentic surgicel packaging. The product inside the package was analyzed and compared to a representative sample. The construction and material composition of the product was found to be different from the representative sample. The analysis of the packaging and product concludes that both are confirmed counterfeit. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by the customer that the product was purchased from a grey market distributor and is being reported due to the potential that the product is counterfeit.